Event description:
A customer had a problem with an umbilical vessel catheter. The customer reports, "pt with umbilical vessel catheter in place found with catheter cracked and leaking." The catheter was replaced, and there was no adverse outcome to the pt.